Event description:
A optometrist reported who presented with itchiness in the left eye five days post lasik. The patient was noted to have trace dlk (diffuse lamellar keratitis). The previously prescribed topical steroid eye drops were increased. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. (B)(4).